Event description:
It was reported that this patient experienced a heart rate of 30 beats per minute {8pm) for 45 seconds. It was noted after the 45 seconds of pacing inhibition on the right ventricular (rv) lead the patients rate returned to normal. There was noise on the rv lead, however, it was not oversensed. In addition, there was a small spike in pacing impedances on the rv lead. Isometrics and pocket manipulations were performed, and the noise was not recreated. Subsequently, a revision procedure was performed. The rv lead were explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).